Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a machine proximal pressure failed error code. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a machine proximal pressure failed error code. The customer reported that after the motor control (mc) board was replaced, the device displayed the error code. The customer then reported that the flow sensor and data acquisition (da) board was showing an (B)(6) for the serial numbers. The rse advised the customer to check the da to mc cable and ensure that it was fully seated to the mc board. The customer then secured the da to mc cable to the mc board, and the issue was resolved. The error code did not reoccur, and the serial numbers were present. The system meets the specification for the performed service and is returned to use.